Event description:
In 2008, the patient reported that her infusion device beeped one time and then the display went blank. She switched to her backup infusion device. To troubleshoot, the patient was instructed to insert new batteries into the infusion device. The infusion device powered on properly. She stated that she pressed the buttons several times but the display would not light up. She stated that she did not receive any alarms or errors to indicate that there was an issue with the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.